Manufacturer narrative:
File a 30-day MDR. An assessment was conducted. The event is still considered reportable under FDA's regulation.

Event description:
Customer reports blistered skin that cleared after discontinued use. The customer consulted with her dermatologist and was prescribed an unspecified cream.